Event description:
In 2007, the sales rep reported that the driver was stripped out. On the following month, the sales rep reported that during a posterior cervical fusion case, the surgeon reported that the driver was stripped. The surgeon had difficulty with turning the screw. The surgical time was not extended, and the surgeon was able to finish the case as intended using another driver in the kit. There was no report of pt injury.

Manufacturer narrative:
Request has been made to obtain the product. Evaluation is pending upon the return of the product.